Event description:
It was reported by the surgeon's office that the patient had been admitted to the hospital due to an infection. The patient was scheduled for and underwent a vns removal on (B)(6) 2012. The patient was initially implanted on (B)(6) 2012. Attempts for additional information, including product information are underway.

Manufacturer narrative:
(B)(4).

Event description:
Additional follow up was performed. It was reported that the patient's dressings had been changed and the patient was given antibiotics to treat the infection. The infection has since resolved. The physician stated that the infection was generated from the skin of the patient and that it may have gotten contaminated through the surgery. He indicated that it was possible that patient manipulation contributed to the infection, however he indicated that he wasn't certain as he couldn't see what the patient is doing post-operatively. The infection was said to be located in the chest by the generator and cultures were taken which confirmed that it was an infection. The physician was unsure when the infection first began. He first saw the patient on (B)(6) 2012, in the hospital. His notes indicated that the device was implanted on (B)(6) 2012 and that the patient's fever rose to 102 degrees. The patient was transferred to the hospital at this point. Attempts for product information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: follow-up report #1 inadvertently left off coding.

Event description:
Further information was received that the patient posted on facebook indicating vns was not a good option for her because it almost killed her. This was in reference to the infection she had. A review of the generator device history record showed it had been sterilized per specification prior to release for distribution. A review of the lead device history record showed it had also been sterilized per specification prior to release for distribution. No other relevant information has been received to date.